Event description:
The customer reported that the product was being used with no problems and then a red light appeared on the system. The device was removed from the surgical area and while being cleaned by the scrub nurse, a piece of the active waveguide disengaged. There was no pt injury.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.